Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl.

Event description:
Physician has reported a case of bia-alcl. Pathological markers have been provided as alk negative and cd30 positive. This relates to the left side. The device has been explanted. Bia-alcl was diagnosed based on MRI, us and fluid aspiration cytology.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, b7, d4, d6b, h6 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported capsular contracture baker grade IV.